Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition to have contributed to the patient's ketoacidosis and hospitalization. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide model: cat45e/cat45f 15546-aw rev d 06/2016 checking your blood glucose 7 / page 98 warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider. Living with diabetes 9 / page 119 warning: if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death.

Event description:
It was reported that patient's blood glucose (bg) levels reached 24.7 mmol/l (445 mg/dl) while wearing the pod between 36 and 48 hours on the abdomen. The patient¿s bg levels prior to bed were 13 mmol/l (234 mg/dl). When the patient woke up, the smell of insulin was strong, the adhesive pad was wet, and bg levels had risen to 24.7 mmol/l (445 mg/dl). The patient was taken to the hospital and diagnosed with diabetic ketoacidosis (dka). The patient was vomiting and ketone levels were at 2.3. At the hospital the patient was sedated with ativan and haldo. The patient was then treated with a potassium drip, insulin drip, and saline drip.